Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se disassembled the unit and pushed all cable/harness connectors onto the seats. Additionally, the se removed and reseated the secondary display cable to resolve the issue. No components were replaced. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during set up, a ventilators display remained blank and the secondary display exhibited a "system error" message. There was no patient involvement.